Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 was jammed and not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 became jammed and was not detected on the bus. A field service engineer found that there were no light emitting diode (led) lights on the pyxibus module controller board for main full height drawer 1. The fse placed the station on the ground and replaced the full height pyxibus module controller board for drawer 1. After completing the replacement, fse reassembled the station and placed it back on the table. The drawer was restored and functioned properly. The system functioned as intended after the field service engineer repaired the device.